Event description:
A series of pts presented to office with pharyngitis. Dr performed simultaneous quikstrep (with quikvue) and standard throat cultures. In all cases the quickvue came back negative, but cultures grew out heavy growth of group a strep.